Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The blade would not rotate or advance during the evaluation.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic surpracervical hysterectomy on (B)(6) 2011. During the procedure, the blade of the device stopped working. A second device was used to complete the procedure. There were no adverse patient consequences.